Event description:
It was reported that the homechoice (hc) machine did not display the correct fill and drain volumes. The home patient's (hp) prescription was for approximately 16 l while the volumes recorded on the machine at the end of therapy were 14 l filled and 15 l drained. At the end of the therapy, all of the bags were empty. No patient injury or medical intervention was indicated in association with this report. No additional information is available

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. During evaluation of the device simulated therapy was performed and completed with no issues noted. The reported issue could not be confirmed in the log review nor duplicated during testing of the device. During visual inspection of the device, no issues were found. The root cause of the reported issue cannot be determined based on the information available. The device was sent for normal servicing. Should additional relevant information become available, a supplemental report will be submitted.